Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 11 months. Device evaluation: the patient remains on lvad support; no product was available for evaluation. A correlation between the device and the reported embolic stroke could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as a potential adverse events that may be associated with use of the heartmate3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient complained of a headache. Head CT scan showed an interval development of right prefrontal cortex hypodensity. Per neurology this was an embolic stroke pattern. This was not present on imaging from (B)(6) 2016, but it could not be determined as to when it actually occurred. It was reported that the patient was asymptomatic. Anticoagulation was resumed as the infarct was so small. Lipitor was added. The event reportedly resolved on (B)(6) 2017.